Event description:
It was reported that a power on reset (por) condition and high impedance measurements occurred. Stimulation stopped working 3.5 weeks ago and therefore, a loss of therapeutic effect also occurred. The device was near end of life (eol) with implantable neurostimulator voltage of 2.05. Measurements of >4000 ohms on some of the bipolar pairs was noted. At default, settings impedances were: 0-1=>4000, 0-2=>1400, 0-3= 1400, 0-4, 0-5=1400, all bipolar pairs with electrode 1 were >4000, bipolar pairs with 2 and 3 were around 700. At 2.0 v and pw of 450 impedances were 0-1=4000, 0-2=1200, 0-2=1200. All combinations with electrode 1 were still >4000 ohms. Electrode combinations with electrode 2 were okay and 3-4=1024, 3-5=1024, 3-6=1288, 3-7=. It was discussed that reprogramming stimulation could occur to address stimulation needs. The patient reported using the device 24 hours a day seven days a week since implant and had a follow-up appointment with their hcp to discuss a replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).